Event description:
A (B)(6) female pt contacted zoll customer support to report a defective monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The cause of the defective monitor was determined to be corrupted software. The cause of the corrupted software was a defective flash memory chip on the ca board of the charger. Once the flash memory on the ca board (components u102 and u105) is replaced, the unit will operate normally. The root cause of the defective flash memory chip cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.